Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f101 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f101 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. A photograph analysis was conducted for this complaint. A review of the customer provided photographs could not confirm that the tubing was leaking. The photographs show what appear to be a scrape and/or cut on a section of the tubing. All kits are 100% leak tested during manufacturing. A material trace of the black stripe tubing used to build lot f101 did not find any non-conformances. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. No manufacturing defect was found during the investigation therefore no root cause could be determined. This investigation is now complete. (B)(4).

Event description:
The customer sent an email to report a tubing leak during the treatment procedure. The customer stated the tubing appeared to be leaking around pump head #4 during the photoactivation phase of the treatment. The customer stated blood was not circulating into the photoactivation module and air had entered the bag. The customer inspected the kit and found a small crack in the tubing. The customer aborted the procedure and did not return blood to the patient. The customer has returned photographs for investigation.